Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump sustained a cracked screen, after which a replacement device was arranged and the user was instructed on shutdown, data syncing to the mobile app, return logistics, and the need for backup therapy due to unreliable insulin delivery and meal announcements. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and continued cgm use with the dexcom app or receiver. Investigation included review of the complaint, assessment for device damage to the display component, and confirmation that historical ilet data would not transfer to the replacement and that a standard startup would be required. Investigation of this case revealed physical damage to the display assembly consistent with a cracked screen, with the device otherwise not generating alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.